Event description:
Device #1 of 2: reference MFR report: 1627487-2014-26690. The pt reports she is not receiving stimulation in her right leg despite troubleshooting. The sjm representative met with the pt and confirmed the issue. An x-ray was taken and revealed the leads have migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.